Manufacturer narrative:
(B)(4). Medical devices: 110018541, t7 driver solid ao, 13811a; 110018419, hdls cmpn scr 2.5x18 ns, unknown; 110018418, hdls cmpn scr 2.5x16 ns, unknown; 110018526, k-wire 0.9x70mm ns, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03212.

Event description:
It was reported that during a bunionectomy procedure, the screw driver tips twisted and eventually fractured off into the head of the screw. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Inspection of the device confirms that the tips of both drivers are twisted and fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.